Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the surgeon noted the lens was upside down. Upon removal of the lens during the same surgery, the lens was torn. There was no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - : a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of lens optic and haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).